Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. X-ray showed no conductor issues. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the representative from another company checked the patient after they reported feeling diaphragmatic stimulation. Upon interrogation the right ventricular (rv) lead exhibited loss of capture at maximum outputs one week post implant. The rv lead was explanted due to perforation. A new rv lead was successfully implanted and the patient was discharged without any further additional adverse patient effects.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the representative from another company checked the patient after they reported feeling diaphragmatic stimulation. Upon interrogation the right ventricular (rv) lead exhibited loss of capture at maximum outputs one week post implant. The rv lead was explanted due to perforation. A new rv lead was successfully implanted and the patient was discharged without any further additional adverse patient effects.